Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by an exam performed by the doctor. As a result, the patient will undergo explantation and replacement with an unspecified breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 09/03/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. The product evaluation (pe) team discovered a rent at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. Also was noticed several creases on both views of the implant. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/09/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 08/09/2018. Mentor received additional information about the event. It was originally reported that the explantation date is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Patient¿s underwent bilateral explantation and replacement with mentor memorygel breast implant 575cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).